Event description:
(B)(4). Patient reported to the specialty pharmacy on (B)(6) 2022 that both of her pumps were alarming to change the batteries. The alarms were not cleared by changing the batteries. The patient was instructed by the pharmacist to seek medical attention to continue remodulin therapy. This information was reported to united therapeutics on 18-jul-2022 and forwarded to millyard advanced medical products llc on 19-jul-2021. The patient went to the hospital and was given IV remodulin. Replacement pumps were shipped to the patient. She was discharged and has resumed remodulin therapy via the remunity pump system. No components associated with the event have been made available to the manufacturer for further evaluation despite multiple requests. In the event that additional information becomes available an update will be provided.